Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
It was reported the lead was damaged during the stage two implant procedure. The lead appeared to have damaged on contact three where the lead connected to the extension. The internal wiring looked exposed near contact three at the end of the lead. The healthcare professional put the wiring back in and connected everything. An impedance check was done and there were no issues found.